Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during implantation of an impella 5.5 the physician had difficulty crossing the aortic valve. A straight 0.035 wire and jr4 catheter was used to successfully cross into the left ventricle. A transesophageal echocardiogram showed the pump position was still above the aortic valve, and a small pericardial effusion was noted. Impella insertion continued and the patient became hemodynamically unstable. The patient was transfused five units of packed red blood cells, two units of platelets. Kcentra and protamine were given. A hole was found on the lateral wall of the left ventricle. Hemostatic patches and packing were applied to site, and two chest tubes were placed. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of ventricle perforation and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Ventricle perforation: during implant procedure while pump placement was occurring, pericardial effusion was noted. Investigation pointed to a "wire- sized hole" found on lateral left ventricle (lv) wall. The pump was not returned. The cause of the ventricle perforation was most likely a guidewire puncture due to the damage occurring prior to pump placement in the lv and physician's details provided. Vf/vt/af/at: the root cause of the hypotension was unable to be determined due to insufficient clinical details.